Event description:
The lead was reported to be dislodged after being implanted for about 11 days.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on available production documents. The production process was verified for this device. The production documents showed nothing unusual that could be associated with this complaint. All production steps were correctly executed. In summary, there is no indication of a mfg defect.